Event description:
It was reported that "pt called to complain that he has 2 stryker knees and that he has had problems ever since. One clicks and clanks since (B)(6) 2008. Asked me if I knew that doctors take the acl. Said doctor cut a bunch of nerves. Pt did not want to submit a formal complaint and did not provide any add'l info. Said he just wanted to complain directly to stryker."

Manufacturer narrative:
No communication could be established between the device and the programmer due to a low battery voltage. With a replacement battery, the device's functionality was tested on the bench and on the automated electrical test system; no communication could be established using rf telemetry. Communication via inductive telemetry tested normal. It is believed that the rf telemetry could not be properly initialized due to an anomaly within the rf module. As a result, the device became stuck in a high current drain state, depleting the battery. The cause of the battery depletion was traced to the rf module.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The device presented with battery at eri, 10 days post-implant. The device was explanted.